Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri) due to increased battery impedance. The device was explanted and replaced. During the pre-operative check the pacing threshold on the right ventricular (rv) lead was increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).